Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found air bubbles passing through the reference line and through the reference block. Fse replaced multiple components including the buffer valves and the reference block to resolve the issue. Fse cleared all bubbles in the reference lines. Fse verified calibration passed. The primary failure mode could not be confirmed. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl) along with calibration failure on their au5800 clinical chemistry analyzer. The high patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.